Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 56 pulses across both priming sequences before deactivation. Score marks were observed on the underside of the top housing. The presence of the score marks indicates that the linkage assembly interfered with the top housing, ultimately resulting in a needle mechanism failure. The misaligned linkage assembly is confirmed as the root cause of the reported event.